Event description:
It was reported the patient received a reading of 100 mg/dl on his accu-chek guide me meter at 07:00 pm on (B)(6) 2022. At the same time, he had hyperglycemia symptoms like dizziness and feeling hot. The patient was concerned that his meter reading was lower than normal but his symptoms indicated a high blood sugar. The patient drove himself to his doctor´s office and was tested on the doctor´s meter 250mg/dl at 08:00 pm on (B)(6)2022. He was treated with a novolin injection of 5 iu and felt better about 30 minutes after the injection.